Event description:
Boston scientific received information that this device was nearing elective replacement indicator (eri) and was replaced due to an allegations of premature battery depletion. The device will not be returned for analysis. No adverse patient effects were reported following the procedure.

Manufacturer narrative:
Should additional information become available this investigation will be updated.